Event description:
It was reported that pump experienced malfunction alarm with no notable events prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, and confirmed that malfunction did not recur after reset, and technical support advised that pump was safe to continue using, which customer understood.